Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet wake/sleep button was intermittently unresponsive, with the device not waking about half of the time unless placed on the charging pad, and performance improving after charging. Symptoms included no reported clinical symptoms and no alerts for high or low glucose. Outcomes included successful correction of a reported high blood glucose up to 340 mg/dl without outside assistance or medical intervention. Investigation included remote troubleshooting and education while the device was clean, dry, and charged, with a request for user-provided video evidence if the issue recurs. Investigation of this case revealed an intermittent user interface wake-button responsiveness concern without reproducibility during the call, with device function restoring when on the charging pad and maintaining glucose control. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evidence.